Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders did not cross over to the machines because the database server restarted due to lag issues. A technical support specialist (tss) observed that the medication appeared in the pyxis server but did not show up on the machines. The medication order ids were (B)(4). The server was disconnected and linked to a station shutdown. The tss confirmed that users overrode the medications and the patient was already discharged. The tss restarted the data synchronization to resolve the issue. The tss verified the sync server devices were communicating. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server system orders were seen in es server but not crossing over to actual machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.